Manufacturer narrative:
It was reported the patient underwent skin revision using silver nitrate. This report is submitted on 24 march 2021.

Manufacturer narrative:
This report is submitted on may 22, 2020.

Event description:
Per the surgeon, the patient experienced skin overgrowth that was treated with topical steroids. The implant remains in-situ.